Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50x38mm synergy¿ drug-eluting stent was advanced but device failed to cross the lesion despite multiple attempts. When the device was removed from the patient's body, it was noticed that the edge of the stent was lifted. The procedure was then completed with another synergy stent. No patient complications were reported.